Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a syncopal episode. No root cause has been determined at this time and the s-ICD remains implanted and in service. No adverse patient effects were reported.